Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported loss of suction and pressure with two patient interfaces. Additional information has been requested. There are two related reports for this facility. This report addresses the first patient interface with serial number of (B)(4) and for the second patient interface with serial number of (B)(4) another manufacturer report will be filed.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The root cause cannot be identified conclusively because no further information, logfiles or sample have been received. The manufacturer internal reference number is: (B)(4).